Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the aspiration catheter was fractured at the hub. The procedure was successfully completed with no clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use and continuous flush was set up and maintained throughout the procedure as per the dfu (direction for use). Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported that the aspiration catheter was fractured at the hub. The procedure was successfully completed with no clinical consequences to the patient.